Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed button error and an unresponsive keypad. The esc and act buttons are not responding. The blood glucose reading was 9 mmol/l. It was also stated that the insulin pump had been malfunctioning for about six months. The customer would change the battery and it would start-up in a strange way. It was also stated that the insulin pump would say that the battery had a half-life even though they had just changed the battery. The insulin pump did not give an alarm for the battery issues. The insulin pump will be replaced.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. No low battery alarms noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. The pump was received with a cracked case at the display window corners, a cracked lcd window, cracked battery tube threads, and a broken belt clip slot.